Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 26-JUN-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, a technical support specialist (TSS) accessed the ES application server and reviewed the system status. The TSS confirmed that there were no downtime issues and verified that the Extract Transform Load process was running as scheduled. The TSS manually generated the stock-out report and found no errors. A review of the scheduled report history showed no failed report jobs, and all stock-out reports had printed successfully. The TSS confirmed that the reporting process was functioning as expected. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES out-of-stock items were not printing. However, there were no delays, adverse events or injuries reported based on this event.